Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/03/2017 with the following findings: during investigation, the battery compartment was unable to be fully tightened and was difficult to remove. A test cap was able to be fully tightened and was removed with no defects. The battery compartment was cracked at the threads above the bumper, and once below the bumper.